Event description:
The patient received two scs leads from the same lot number. It was reported the patient called her physician on (B)(6) 2013 a day after she was implanted with her scs system reporting she did not feel well. Two days later the patient went to the emergency room. On (B)(6) 2013 the patient had a blood patch.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.